Event description:
It was reported that the float switch and pump were not working. The water was not circulating. No patient involved.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5. Describe event or problem, d4. UDI, and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable causes would be a faulty float switch and a faulty water pump. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
As per the information received via email, the device was repaired by a distributor and third party service center in india. The product is not coming back to the manufacturer for repair.